Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues such as: frequent no delivery alarms, non-stop beeping, seemingly random alerts to resume and rewind, and the device no longer delivering insulin after the most recent infusion set change. The customer's blood glucose value during the incidents is unknown. Troubleshooting was declined. The insulin pump will not be returned for analysis.